Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model d314vrg, implantable cardioverter defibrillator (ICD), implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that right ventricular (rv) lead had t-wave oversensing (twos). The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.